Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit during normal device use, as well as button error alarm. The customer's blood glucose was 106 mg/dl. The customer stated that the batteries had been out of the insulin pump for greater than the duration allowed by the device and was advised that this was normal device behavior. After the button error alarm, the customer reported that the esc and act buttons were unresponsive. The customer stated that the insulin pump was kept in his pocket and something had been pressed against it. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms or battery out limit alarms were noted. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. The insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.